Event description:
Consumer reported readings that were erratic in the hospital (readings of 7's / 8's). When consumer returned home they received a 16.9 and dispensed insulin on the result. Did a control solution test and found the test results out of range.